Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, tested it, and observed trigger source, iab frequency, augmentation, and iab inflation and deflation inoperative. The fse isolated the issue to the keyboard assembly, which the fse replaced and that corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital.

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a keyboard issue. The user could not operate the middle section of the keyboard. There was no patient involvement and no adverse event was reported.